Manufacturer narrative:
G4: (B)(6) 2019. B4: (B)(6) 2019. The central processing unit printed circuit board assembly (cpu pcba) was received for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. Failure investigation identified this piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of specification at 456 k ohms. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the check vent: backup alarm failure error. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 09jul2019, date of report : 06aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse noted an error code which is associated with the reported issue. The fse replaced the central processing unit (cpu) board to address the reported issue. After this repair, the unit was reported to be fixed. No other abnormality was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the check vent: backup alarm failure error. There was no patient involvement.